Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of low angulation was confirmed; due to wear of the angle wire, the bending angle in the up and down directions did not meet the standard value, and the angulation was generally reduced. The following additional findings were also noted: assorted scratches, dents, discolored and dirty components, the play of right/left and up/down knobs is out of the standard value, and the amount of water contact and water supply volume do not meet the standard values due to clogging of the air/water tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during a diagnostic upper gastrointestinal endoscopy procedure, it was discovered that their gastrointestinal videoscope had low angulation. The procedure was completed with the same set of equipment. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter lodged in the device nozzle and that the bending section cover and connecting tubes were dirty. The foreign material in the nozzle was ocher in color, and could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.